Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported alarm/neb/110% o2/lock/on/dc do not blink when led test is performed .turbine motor fault occured. When alarm motor fault occurs, the 48v dc drop down to 5.7v .the reporter confirmed that there is no patient involvement associated on this event.